Manufacturer narrative:
Age of time of event: 18 yrs or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After crossing a non-bsc guide wire, a 2.5 mm x 150 mm x 150 cm coyote balloon catheter was advance for dilatation. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another coyote balloon. No patient complications were reported.